Manufacturer narrative:
D1: corrected. H3: two samples were returned for evaluation of lot number 6016825. The samples were received unused and sent in a plastic bag. Visual inspection found no anomalies. Functional testing was performed, and the reported leakage issue was not confirmed. A lot history review was performed and no nonconformances were identified.

Event description:
It was reported that there was a continuously occurring air leak. The event occurred during priming at the facility, no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.